Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged menstruation") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions, left upper quadrant pain, menses irregular with excessive bleeding, absence of menstruation and spotting vaginal. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), eczema ("eczema"), hepatic steatosis ("fatty liver disease"), fatigue ("constant fatigue or tiredness"), anaemia ("anemia"), arthralgia ("joint/muscle/connective tissue pain"), myalgia ("joint/muscle/connective tissue pain"), connective tissue disorder ("joint/muscle/connective tissue pain"), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, eczema, hepatic steatosis, fatigue, anaemia, arthralgia, myalgia, connective tissue disorder, dysmenorrhoea, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anaemia, arthralgia, connective tissue disorder, dysmenorrhoea, eczema, fatigue, genital haemorrhage, hepatic steatosis, menorrhagia, myalgia, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: result: both devices seen in proper position. Bilateral proximal tubal occlusion confirmed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.